Manufacturer narrative:
The lot history records of the reported lot number has been reviewed and no quality issues were noted. The pipeline was returned for evaluation without the pushwire and catheter. The pipeline was found fully opened with damaged braid at both ends. No other anomalies were observed. Based on the above findings, the customer's complaint could not be confirmed. The cause for the experience reported could not be determined as the returned pipeline was fully opened with damaged braid. It is possible that the damage to braid may have contributed to the reported issue. However, the cause for damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic (covidien) received report that a pipeline flex did not open. The patient was being treated for an unruptured, saccular aneurysm in the left ophthalmic internal carotid artery (ica). Vessel was moderately tortuous. The physician did not attempt any techniques to open the device after it did not open. The pipeline flex was removed and will be returned. Another pipeline flex was used to complete the procedure. There is not patient injury reported as a result of this procedure.